Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: exchange of textured implants. Device evaluation: analysis of the returned device identified: deformation device, yellow encapsulation in the device, black particles in the shell and weight to the specification. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side exchange of textured implants and rupture. Device has been explanted and replaced.